Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider alleges that the head section that goes up by itself on a bar600ivc bed.